Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral baker grade iii capsular contracture and right sided rupture post procedure. As a result, right sided replacement with a 325cc mentor memorygel breast implant and open capsulectomy was performed. The left sided device was not removed or replaced; however, it is indicated that capsulectomy was performed. The patient is fully recovered. See 1645337-2023-01913 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on march 29, 2023. The date of implant was updated based on additional information received. The implant date was updated to (B)(6) 2004. Manufacturer¿s reference number: (B)(4).